Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 2. On an unspecified date, the patient returned with dyspnea and echocardiogram was performed, noting that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4. On (B)(6) 2018, a second mitraclip procedure was performed. Two clips were implanted, reducing mr to 2+. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dyspnea and worsening mitral regurgitation are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. A conclusive cause for the single leaflet device attachment (slda) could not be determined. The increased mitral regurgitation (mr) is likely due to the slda and the dyspnea is a cascading event of the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.